Event description:
It was reported that the patient experienced no stimulation sensation and increased pain. The patient was not able to adjust stimulation, and the display showed a "call your doctor" icon. A power-on-reset condition was reported. Additional information received reported that the patient did not have any concerns with her device or therapy.

Manufacturer narrative:
(B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; adaptor: model 3550-29, lot# n248235, implanted: (B)(6) 2011, explanted: na; programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).